Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The history files indicated that a ten unit bolus had been programmed and delivered. The insulin pump was monitored and no unexpected bolus delivery was observed. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was taken to the hospital by ambulance due to hypoglycemia. The reported blood glucose reading was 29 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. A ten unit bolus had been delivered prior to the event. Nothing further was reported.